Event description:
Healthcare professional (hcp) of the home pt (hp) reported the hp became fluid overloaded while using the homechoice cycler for apd therapy. Hcp relates in 2000 the hp's weight was 141 lbs. Hcp relates towards the hp reported edema and as a result, the hcp temporarily increased the dextrose concentration strength of the pt's solution during apd therapy from 1.5% to 2.5%. Hcp later altered the prescription to a combination of 1.5% and 2.5% dextrose concentration strength of the pt's dialysis solution for daily use. Hcp relates that in 2000, the hp reported shortness of breath and temporarily increased the dextrose concentration strength of hp's dialysis solution tp 4.25%. Hcp relates the hp's condition was improved, however, after using the homechoice cycler the next day gained 3 lbs. In 2000, the hp went to the dialysis center with facial edema and the hcp prescribed ducolax for 3 days. Hcp relates that laboratory tests performed in 2000 revealed an increased bun and creatinine level. In 2000 the hp reported feeling "bloated". Hcp further relates that in 2000; the hp went to the ER after reporting shortness of breath and a distended abdomen. According to the hcp, x-rays were taken at the ER which revealed no chf and showed both lungs and colon were clear. During a scheduled clinic visit in 2000, the hp weighted 162 lbs, 21 lbs more than the previous month. Hcp states x-ray taken during the clinic visit revealed the hp's abdomen was enlarged. In 2000, the hp reported shortness of breath and went to the ER, however, nothing unusual was noted and the hp was released. Hcp relates after the hp performed apd therapy using the homechoice cycler that the hcp performed a manual drain and removed 3000mls, which is 2000mls more than the programmed last fill volume of 1000mls. Hcp relates the hp's bun had increased from 47 to 100, potassium from 4.7 to 6.5 and the hp's weight was now 172 lbs. In 2000, the hcp requested a replacement homechoice cycler.